Event description:
Nurse anesthetist called and reported that a pt who had received spinal anesthesia in preparation for a cesarean section experienced signs and symptoms of "meningitis." It was reported that the evening following the procedure, the pt complained of headache, developed a fever (actual temperature unknown) and experienced nuchal rigidity. The nurse anesthetist stated a lumbar puncture was performed and the cerebral spinal fluid was examined and cultured. It was reported that the pt was started on an "unknown" antibiotic and within 24 hours had completely recovered. It was provided that the the pt was discharged home 72 hours after the procedure with no sequelae.